Manufacturer narrative:
Date of event and implant date: estimated as 45 days prior to the aware date since unknown.

Event description:
It was reported that the device did not seal. A left atrial appendage closure procedure was performed, and a watchman flx left atrial appendage closure device was implanted. No pre imaging was performed prior to implant day. The procedure was completed without a noticeable leak. Transesophageal echocardiogram (tee) imaging was challenging. Contrast injection showed no leak. At the 45-day follow-up, tee images revealed a leak greater than 5mm. The patient will continue on oral anticoagulants while a treatment plan is formed. The patient was discharged.